Event description:
It was reported that the pump battery "will show a percentage and jump down too quickly or even show its more charged without being plugged in." There was no reported adverse impact to the customer. The customer declined troubleshooting further with tandem technical support. No additional information was provided.